Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:device photograph(s) for the device related to the reported event of deflation was reviewed on jun 29, 2020. Lot number no is possible confirm. Visual analysis of the photographs identified: wear abrasion, crease fold. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.